Event description:
As reported by rn: immediately after beginning treatment on terumo 220, patient began complaining of severe chest pain. Blood flow decreased to 200 cc/min without relief. Hd discontinued. New dialyzer (fresenius f8) primed and set up for use. Benadryl 25 given IV. Chest pain was alleviated after 5 minutes. Hd resumed without inicident and patient stable. Suspected dialyzer reaction report completed by clinician.